Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the (B)(6) bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the (B)(6) bipolar forceps instrument (part# 471172-16/lot# k13211018 0041) associated with this event has been performed. Per logs, the (B)(6) bipolar forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 7 remaining usable lives with no subsequent use recorded. No image or video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the (B)(6) bipolar forceps instrument was found to have a defective power cable. There was no report of patient involvement, mitigating any potential harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the (B)(6) bipolar forceps instrument was inspected prior to use, it is unknown about which surgical task was being performed when the issue occurred. The color of the broken/loose cable is not known. The reporter is not sure the instrument did not collide with any other instrument or tool during the procedure. There was no loss of cautery associated with broken/loose cable and no signs of thermal damage at site of conductor wire breakage. The instrument is available for return to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available for isi review. There was no patient information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "power cable defective". Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. A piece of insulation measuring approximately 0.025" x 0.048" was missing. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure.